Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736119r, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to pull images from the site's usual electronic picture archiving and communication systems (pacs) node, the pacs node was not able to be seen. System had previously been borrowed by another facility. The site moved the system to another location within the hospital and then the system was unable to power on. The system monitor displayed "no sync". No patient was present. Troubleshooting information was provided. The site reported power output from the wall outlets were inconsistent. Rebooting did not resolve the "no sync" error. The cd drive was not able to open, but the site reported the cd drive light was on. The power switch light at the back of the system was illuminated. The site biomed later called to report that his team opened the covers of the system and completely removed the computer from the system. They inspected the computer for loose connections and damage that may have occurred during transit. After not finding anything, they put the computer back in the system. No hardware parts were removed or added. After the system was put back together, it powered on normally without issue.